Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation thresholds. The physician decided to implant an additional superior vena cava (svc) coil. The rv lead remains in use based on medical judgement. The patient is participating in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 1158t competitor implantable pacing lead, implanted: (B)(6) 2009; product ID 407652 implantable pacing lead, implanted: (B)(6) 2009; product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2009. (B)(4).